Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found the o-ring on the exhalation flow sensor (evq) was upside down and the small inline filter on the evq was missing causing a leak. The se replaced the evq re-processing kit. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a safety valve open error message. The ventilator was not in use on a patient at the time the event occurred.